Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cystectomy ("right cystectomy/right ovarian cystectomy") in a 37-year-old female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included morbid obesity and fibromyalgia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal") and rash ("rashes or skin conditions/rash"). On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach pain"), arthralgia ("joints pain") and fibromyalgia ("fibromyalgia"). The patient was treated with vitamins, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (right cystectomy/right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and migraine was resolving, the ovarian cystectomy, vaginal infection, abdominal pain, dysmenorrhoea, dyspareunia, tooth disorder, fatigue, alopecia, headache, nausea, vaginal discharge, rash, abdominal pain upper, arthralgia and fibromyalgia outcome was unknown and the weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: 210 lbs. 3-4 trailing coils noted. Number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cyst ("right cystcctomy/right ovarian cystectomy") in a 37-year-old female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder. Previously administered products included for an unreported indication: synthroid. Concurrent conditions included morbid obesity and fibromyalgia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)type: vaginal") and rash ("rashes or skin conditions/rash"). On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach pain"), arthralgia ("joints pain") and fibromyalgia ("fibromyalgia"). The patient was treated with vitamins, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (right cystcctomy/right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and migraine was resolving, the ovarian cyst, vaginal infection, abdominal pain, dysmenorrhoea, dyspareunia, tooth disorder, fatigue, alopecia, headache, nausea, vaginal discharge, rash, abdominal pain upper and fibromyalgia outcome was unknown and the weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: 210 lbs. 3-4 trailing coils noted. Number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received with her demographic conditions. Following events were added: right cystcctomy/right ovarian cystectomy, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal)type: vaginal, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), dental problems, fatigue, hair loss, migraines, headaches, nausea, vaginal discharge, weight gain, rashes or skin conditions/rash, stomach pain, joints pain, and fibromyalgia. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.